Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot peh221, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. Corrected information: b1 - additional information was received that this device was not involved in this event. This medwatch report is voided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices had suture breakage issue in this single procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the procedure completed successfully? What is the patient's current status? Note: events reported in 2210968-2019-91078, 2210968-2019-91080, 2210968-2019-91081 and 2210968-2019-91082.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture thread broke after passing 2 to 3 stitches in the tissue or before finishing the suture line. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.